Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing lf a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6), 2011 where she was implanted with a stryker accolade tmzf hip stem and anatomic lfit femoral head. It is further alleged that after implantation of the device, the patient began experiencing discomfort around the area of the device. Initial diagnostic workup revealed the absence of device loosening, infection, malposition or any other explanation for the plaintiff's symptoms. As symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. As a result, the patient had the device surgically removed on an unknown date.